Manufacturer narrative:
The information was received with the user facility report #420018-2017-0002 which is attached to this medwatch submission. (B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient developed a driveline infection. A user facility medwatch was received that states: patient in for routine follow-up in the outpatient clinic on (B)(6) 2017 and had her driveline exit site evaluated by the cardiovascular surgeon. The patient continued to complain of pain to her driveline exit site along with "thick drainage." Per instructions from the vad coordinator, dressing changes were increased in frequency to twice a day. After evaluating the driveline exit site, the cardiovascular surgeon scheduled debridement the next day. Post-op, she had a normal recovery in cvicu and was transferred to the stepdown unit. ID was consulted and their recommendation of IV vancomycin x6 weeks is being followed. She was discharged home with a PICC line for antibiotic administration.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.